Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When inserting the ar40e 5.5 diopter intraocular lens (iol) into the patient's operative eye, it was reported that the haptic was bent and would not unbend in the eye. Reportedly, the lens had to be cut out of the eye. An incision enlargement was required and sutures were used. The procedure was completed successfully using a back-up lens with the same model and diopter size. The patient outcome was reported as fine. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 01/22/2019. Device evaluation: the lens returned in its original box and case. The lens was observed cut. Visual inspection using microscope magnification was performed. Only two pieces of lens was returned. Haptic damaged was observed in one the lens pieces, confirming the reported issue. Based on the evidence observed, there is no indication that the complaint sample has been affected by the manufacturing process. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.